Event description:
It was reported that the procedure was to treat in-stent restenosis in the mid left anterior descending artery. A 3.5 x 8 mm nc trek balloon catheter was being advanced through the previously placed unknown stent, when it became stuck and could not be advanced. There was some difficulty removing the balloon from the stent. The procedure was completed with laser, rotablator, another unknown balloon catheter and an unknown stent was implanted. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported failure to advance and difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.